Event description:
The customer reported that the images were washed out and white. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.